Event description:
It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a pentaray nav high-density mapping eco catheter. A third fixed sheath (sl1) was placed to map the right atrium after mapping and ablation of the left atrium. A blood pressure drop was noticed after insertion of the pentaray catheter into the fixed sheath. With contrast through the sheath the site of puncture of the femoralis vene/iliace was noticed on the fluoroscopy. It is unknown whether the pentaray caused the puncture, or the puncture was caused by another material (e.g., fixed sheath). The event occurred intra-op. There were patient consequences as the procedure was canceled and the complications had to be managed. The patient was transferred to the CT scan and was hospitalized to the intensive care for one night. The next day he was discharged from the intensive care and the bleeding was stopped within a few hours. Complication management was the action taken to resolve the issue. The procedure was prolonged for a few hours as a result of the difficulties encountered with the device. The patient was under local anesthesia. It was unknown if transseptal puncture was performed prior to the case cancellation. In the physician¿s opinion, cancelation of the procedure did not contribute to a death or a serious injury to the patient. The physician¿s opinion on the cause of this adverse event was unknown. Intervention provided was unknown. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 22-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a pentaray nav high-density mapping eco catheter. A third fixed sheath (sl1) was placed to map the right atrium after mapping and ablation of the left atrium. A blood pressure drop was noticed after insertion of the pentaray catheter into the fixed sheath. With contrast through the sheath the site of puncture of the femoralis vene/iliace was noticed on the fluoroscopy. It is unknown whether the pentaray caused the puncture, or the puncture was caused by another material (e.g., fixed sheath). The event occurred intra-op. There were patient consequences as the procedure was canceled and the complications had to be managed. The patient was transferred to the CT scan and was hospitalized to the intensive care for one night. The next day he was discharged from the intensive care and the bleeding was stopped within a few hours. Complication management was the action taken to resolve the issue. The procedure was prolonged for a few hours as a result of the difficulties encountered with the device. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic and electrical features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30889629l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-nov-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).